Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had  an inflation failure when turned on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and identified that the maintenance kit needed to be replaced. The maintenance kit was replaced and the issue was resolved. The fse then ran a performance test on the unit according to the factory's requirements. The unit passed all tests performed and was returned to the customer.